Event description:
According to the reporter, the capsule could not be swallowed by the patient at first, so it was placed in the duodenal region using an endoscope. The recorder's power went out in a short time, so it was thought due to battery deterioration, so another recorder was used. The test continued after pairing with the capsule in the stomach, but the test restarted halfway through the small intestine. A repeat procedure was necessary. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant products: fgs-0347-j, fgs-0347-j pillcam recorder dr3 x1, (sn (B)(6) fgs-0355-j, fgs-0355-j pillcam recorder cradle dr3, (lot #43693cr) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. A review of the system logs showed no issues with the spider or data recorder - data recorder turned of after 40 min due to missing signal from the capsule. The capsule restart itself few times and than stops transmitting. It was reported that the device was difficult to swallow. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.